Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-oct-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-nov-2017, UDI#:(B)(4). All codes apply to the leads (977a260). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's leads migrated from the t8 to mid t7 vertebrae following a fall. This was discovered through x-ray images. The migration of the leads resulted in a change in therapy coverage. The ins was reprogrammed and this resolved the issue. No further complications were reported,